Manufacturer narrative:
The investigating engineer, quality assurance & regulatory affairs has determined the following: it can be confirmed that the poor tissue processing quality occurred right after two bottles of ethanol were replaced. And after the problem occurred, the reagents were replaced again, and the processing quality returned to normal. Upon the above information, it can be determined that there were some human errors during the reagent replacement process, which resulted in the ethanol concentration after replacement failing to meet the usage requirements and thus causing poor tissue processing quality. The customer has conducted an internal investigation and has communicated to leica biosystems that they are aware of the underlying issue at hand. The customer has informed their relevant personnel on how to prevent a recurrence of the issue in the future and has declined additional remedial training by leica biosystems at this time.

Event description:
On 05 november 2025, leica biosystems received information from the customer that some patient cases are not diagnosable. No further information regarding the number of undiagnosable cases or patient impact has been provided to the manufacturer to date. On 23 october 2025, leica biosystems received a complaint detailing "under processed biopsy tissue on both retorts. The runs completed with no errors." On 31. October, leica biosystems was informed that the affected samples had been reprocessed. At this time additional information was provided stating that some impacted tissues still had to be diagnosed. On 05 november 2025, leica biosystems received the information from the customer that they unfortunately will have some cases that are not diagnosable. The customer is in the process of determining what cases are not diagnosable, and they will they will inform the leica biosystems technical specialist once they get confirmation from the pathologists.